Event description:
It was reported that approx 30 mins into the dialysis treatment the pct noticed blood coming from the catheter exit site. The venous lumen broke under the skin in the tunnel. Pressure was applied, and pt was given 400cc normal saline. Bleeding stopped after holding pressure for 15 mins. Pt was stable and transferred to hosp. Blood loss approx 200-300cc. At the hosp, the catheter was removed. The pt had a graft that was ready to be used.